Manufacturer narrative:
(B)(4). The device was repaired on-site at the customer facility by a baxter field service technician, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be depleted main batteries. To correct the condition, the main batteries were replaced. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 570:320:658:0000 was confirmed during product evaluation in the pump's event history. The root cause of the reported problem was determined to be depleted main batteries. The main batteries and harness were replaced to correct the condition. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
During a review of the pump's event history by (B)(4) personnel, a colleague infusion pump was found to have experienced failure code 570:320:658:0000, which had the potential to interrupt delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.63.92.